Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support, it was discovered that the usb port on the pump was visibly damaged, contributing to the charging issue. The customer reverted to an alternate method of insulin therapy.